Manufacturer narrative:
The customer repeated the sample as the laboratory repeats samples with initial calcium results above 2.5 mmol/l.

Manufacturer narrative:
Quality controls recovered within range. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter questioned the results of 1 pediatric patient sample tested for calcium gen.2 (ca2) on a cobas pro c 503 analytical unit. The initial result from a micro cup was 2.75 mmol/l. The sample was repeated 3 times and a data flag was received with no numeric result. The sample was repeated again with a result of 2.29 mmol/l. On (B)(6) 2023 the sample was repeated with no new centrifugation performed and the result was 2.36 mmol/l. No questionable results were reported outside of the laboratory. The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
H3 other text : na.